Manufacturer narrative:
Siemens filed initial MDR (B)(4) with the FDA on 08-aug-2023. Additional information (14-aug-2023): in addition to the service actions mentioned in the initial report, the siemens customer service engineer also replaced the sample probe. Siemens further evaluated the incident and concluded that a sample mix issue potentially contributed to the erroneous results and was resolved with the replacement of the sample mixer and the sample probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). The quality controls (qc) were acceptable prior to processing samples; however, the qc was unacceptable following the processing of samples. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the sample 1 mixer and auto aligned the probes. Next, the cse ran a successfully quick check and reset the instrument. Then, the cse ran all the control panels and patients, which recovered acceptably. The cause of the erroneous carbon dioxide results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument. The repeat results were reported to the physician, as the correct results. There are no known reports of adverse health consequences due to the erroneous co2 results.